Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, broken belt clip rails, cracked case (corner of belt clip rails), faded serial number label, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the functional testing due to the missing retainer and broken reservoir tube lip. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. Unit received with high/low suspend alarm functioning properly during testing using the glucose sensor simulator. No unexpected no high/low suspend alarms noted. In summary, the pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unexpected suspend [low sg] not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inaccurate readings that triggered threshold suspend alarm). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712k was requested for return and customer has returned the device.